Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) from august 2012 to november 2012 for anxiety and eugynon (portia-28) since 2008 to october 2014 for birth control. In june 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced anxiety ("increased anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In march 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2015, the patient experienced fatigue ("fatigue"). In august 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In august 2016, the patient experienced nausea ("nausea"). In january 2017, the patient experienced dermatitis ("dermatitis on left foot and both hands") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced rash ("rashes"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with bilateral salpingectomy removal of essure coils). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, rash and fatigue had resolved. On (B)(6) 2017, the dermatitis was resolving. In june 2017, the nausea had resolved, the anxiety was resolving. At the time of the report, the vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, anxiety, dermatitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results: on february 2017:skin test - plaintiff had metal patch testing for benzoyl peroxide, gold sodium thiosulfate, cobalt chloride, hexahydrate, cobalt sulfate and nickel sulfate - plaintiff has significant sensitives to these components. *on (B)(6) 2014, essure confirmation test was conducted. Result: unilateral occlusion (right tube occluded), resulting in the need for a tubal ligation most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure insertion date updated to (B)(6) 2014. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Outcome of events updated. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), increased anxiety, dermatitis on left foot and both hands, migraines, headaches, nickel allergy, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". Medical conditions: on (B)(6) 2017: skin test - plaintiff had metal patch testing for benzoyl peroxide, gold sodium thiosulfate, cobalt chloride, hexahydrate, cobalt sulfate and nickel sulfate - plaintiff has significant sensitives to these components. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2012 to (B)(6) 2012 for anxiety and ethinylestradiol;levonorgestrel ((B)(6) ) since 2008 to (B)(6) 2014 for birth control. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced anxiety ("increased anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced dermatitis ("dermatitis on left foot and both hands") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced rash ("rashes"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with bilateral salpingectomy removal of essure coils). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, rash and fatigue had resolved. On (B)(6) 2017, the dermatitis was resolving. In (B)(6) 2017, the nausea had resolved, the anxiety was resolving. At the time of the report, the vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, anxiety, dermatitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded), resulting in the need for a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event 'unilateral occlusion (right tube occluded)' as tubal patency was added. Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2012 to (B)(6) 2012 for anxiety and eugynon (portia-28) since 2008 to (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced anxiety ("increased anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In august 2016, the patient experienced nausea ("nausea"). In january 2017, the patient experienced dermatitis ("dermatitis on left foot and both hands") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced rash ("rashes"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with bilateral salpingectomy removal of essure coils). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, rash and fatigue had resolved. On (B)(6) 2017, the dermatitis was resolving. In (B)(6)2017, the nausea had resolved, the anxiety was resolving. At the time of the report, the vaginal haemorrhage, menorrhagia, migraine, headache, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, anxiety, dermatitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017:skin test - plantiff had metal patch testing for benzoyl peroxide, gold sodium thiosulfate, cobalt chloride, hexahydrate, cobalt sulfate and nickel sulfate - plantiff has significant sensitives to these components. *on (B)(6) 2014, essure confirmation test was conducted. Result: unilateral occlusion (right tube occluded), resulting in the need for a tubal ligation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (plantiff underwent a hysterectomy and bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2007. On (B)(6) 2017, the pelvic pain, rash and fatigue had resolved. At the time of the report, the nausea had resolved. The reporter considered fatigue, nausea, pelvic pain and rash to be related to essure. Diagnostic results: on (B)(6) 2017 skin test: plantiff had metal patch testing for benzoyl peroxide, gold sodium thiosulfate, cobalt chloride, hexahydrate, cobalt sulfate and nickel sulfate. Plantiff has significant sensitives to these components. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.